Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In providing a webops report for a different event, rep discovered a webops report for a hip revision on (B)(6) 2012. Operative side unknown, cause possibly due to dislocation. Rep confirms the revision would have involved stryker components being explanted.